Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.7 , g.3 , h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported for left side "periprosthetic collections", "capsular contracture baker grade iii", "intense local pain and rigidity", "breast tightening" and "upper displacement of the prosthesis". Device remains implanted.